Event description:
The customer reported that the system displayed a degraded quality black image on the live monitor. The system did have power but would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5v and the 12v power supply connections were tightened. The system was tested and found to be working as intended and put back into service.